Manufacturer narrative:
Device evaluation summary: the closurefast catheter was returned for evaluation. Visual inspection of the catheter shaft showed no abnormalities or deformities. No damage pins were noted. A bend in the coil was observed. Visual inspection of the coil under magnification revealed a slice/cut of the fep was noted on the coil. The coil is observed to be exposed. The catheter did pass continuity and resistance functional testing: e+ to e- 86.7 ohms, tc+ to tc- 118.6 ohms, resistor 1 value 13.66 kohms, and resistor 2 value 8.04 kohms. The catheter did not pass functional testing on two different rfg generators: proper device recognized by rfg when plugged in, low temperature advisory displayed when activated, when activated cycle starts with advisory message, (temperature high). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a closurefast catheter for the radiofrequency ablation procedure of the great saphenous vein. Tumescent infiltration and local anesthesia were used with transducer compression. The lumen was flushed prior to use. The IFU was followed. A guidewire was not used for insertion of the catheter. Proper temperature was not reached. It is reported that catheter temperature/thermocouple issue occurred. There were no issues during insertion or withdrawal. A new closurefast catheter was used to complete the procedure. The vein was closed. No additional treatment was required. There were no patient symptoms or complications associated with this event.